Manufacturer narrative:
(B)(4). H6: evaluation results: arterial trauma/dissection/perforation, death. Ballooning beyond the stent graft. Conclusions: ballooning beyond the stent graft.

Event description:
Post implant of another MFR's stent graft, a reliant balloon was used. It was reported that during the initial procedure, there was a vessel rupture which was caused by over-inflation and ballooning outside of the stent graft with the reliant stent graft balloon. The damaged vessel was repaired with a contralateral leg component, and the pt tolerated the procedure. It was reported that one week later, the pt expired due to respiration failure. The physician denied correlation between the pt's death and the devices that were used in the evar procedure. The reliant balloon catheter was discarded. No additional info was provided.